Event description:
During the transfemoral tavr procedure, the delivery system balloon burst once it reached 100% inflation. The delivery system was able to be successfully removed. Post op tee revealed the valve was well seated with trace- mild pvl. No further intervention was required. The patient was noted to be in stable condition at the end of the procedure. The balloon burst was attributed to severe annular calcification.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection revealed no manufacturing abnormalities (i.e. Fish eye or gel spots) were observed. Functional testing could be performed due to the condition of the returned device (ruptured balloon). Dimensional analysis was performed on the balloon wall thickness. These measurements met specifications. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it was reported that patient factors (severe annular calcification) resulted in the balloon rupture. This statement is supported by the information provided in the report, the evaluation of the returned product, and a previous technical summary written by edwards. The complaint was confirmed; however no manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors (severe calcification) contributed to the event. Review of the complaint histories for january 2015 revealed that the occurrence rates for balloon burst did not exceed the control limits. Therefore, no action is required.

Manufacturer narrative:
Investigation is ongoing.